Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  during the replacement of their new device they were going to switch the wires to the right side but leave the ins on the same side. When they woke her up in surgery, she said she feels stimulation more in lower back. They put her back under. She was on program 4 and felt stimulation more up toward her back. The therapy was working and she was able to hold urine for about 4 hours. The doctor took x-rays because patient had so much back pain they thought that maybe where the wire was placed was hitting a nerve. Patient can't hold any liquids. Couple times she has peed her pants. Patient can't put stimulation up super high, if turn stimulation up it radiates more up in back not in saddle seat. She noticed battery loosing charge. Stimulator battery is always at 0 and doesn't last and shuts off. Takes a long time to connect to charge stimulator. During the charge session it will lose connection without patient moving. Sometimes the recharger battery lights up red. Patient never had that issue before. The recharger issue started (B)(6) 2021. Can't get stimulator to regulate her bladder. Doesn't feel like lead is where supposed to be. They said the lead is where it is supposed to be. It supposed to let her hold her bladder for four hours and she can't do that. Takes a sip of water and has to pee. She was told to go through all the programs and stay on an ic diet. Patient has tried different programs at all different levels. About two months after implant was when she started not being able to hold the bladder. Patient has moved from (B)(6) and can't get into urologist until (B)(6) 2022. Patient use to charger her stimulator in 20-30 minutes and was good to go. Now patient will charge for an hour and have 30% and had to reconnect 10 times. Patient doesn't charge every week because it is such a hassle to connect and to fully charge. Usually it would be at 15-20% after 3 weeks. Since (B)(6) 2021 it is at 0% or not responding. Patient said the stimulator does stick out a little. She can feel the whole perimeter of the stimulator if she palpates it. Patient said she is very tender on the track where the lead goes.  Did MRI again in (B)(6), and she said she put stimulator in MRI mode but she only had 10% battery charge of stimulator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has a primary care doctor in her new location. The doctor is concerned the stimulator could be hitting something. The patient's was directed to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.